Event description:
On (B)(6) 2008, customer reported sample misidentification for a sample when using the coulter lh 750 hematology analyzer to read the sample barcodes. This error was identified when there was a mismatch between the sample identification in the lis (laboratory information system), workstation display, and the sample tube. The sample misidentification occurred (B)(6) 2008. This represents the first of 3 occurrences of this problem. The first digit of the sample ID number was "5" instead of "4." The sample report contained a "no match" error message. Patient demographics may also have been mismatched. The customer reviews each patient result and verifies visually the sample ID number before releasing results in the lis system as per lab protocol. Results were not released in error. No reports of death or serious injury, and no effect to patient treatment as a result of this event.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer (fse) performed a read rate test on the instrument and verified instrument operations and checked checksum status. The checksum digit was "disabled." The customer barcode symbology is code 39. The instrument has software version 2d and the laser style bar code reader, which is standard for the lh750 instrument. Root cause was determined to be the checksum digit being "disabled." Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 1 of 3. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00341, 00353.